Manufacturer narrative:
Correction to h6 based on additional information received. The returned devices were visually inspected for any abnormalities and the following observations were made: all struts were exposed through the valve skirt (normal after used), bent struts (5) were observed at the inflow, and a strut was bent slightly inwards at the outflow. Due to the bent valve strut, no functional or dimensional testing was able to be performed. A review of imagery provided by the facility revealed the following: the strain relief of the sheath appears to be punctured (circled) and damaged (arrow), and a puncture/damage to the strain relief. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The following instructions for use (IFU) were reviewed: IFU commander delivery system with s3/s3u thv, device preparation manual, and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed through the device evaluation. The valve had bent struts. Due to the distorted frame, functional testing and dimensional analysis was not performed. Review of the DHR, lot history, and manufacturing mitigations provided no indication that a manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'during a tf tavr procedure for a 23mm sapien 3 ultra valve, there was difficulty advancing the valve and commander delivery system at initial entry to proximal esheath. Under fluoroscopy, at the femoral head, it was noted that one of the distal valves, stent struts was deformed and potentially exiting esheath'. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. In this case, it is possible that the valve strut caught within the sheath during the delivery system advancement. So, if excessive force was applied to overcome the resistance, it could result in puncturing the sheath. These procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment was previously done, and a CAPA was previously initiated, both to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure for a 23mm sapien 3 ultra valve, there was difficulty advancing the valve and commander delivery system at the initial entry to proximal esheath. Under fluoroscopy, at the femoral head, it was noted that one of the distal valve, stent struts was deformed and potentially exiting esheath. The entire system was removed while maintaining wire position to left ventricular artery and a new esheath, delivery system, and valve was replaced and positioned to annulus while the original safari wire remained in the left ventricle apex. The second valve was deployed successfully with excellent results. A photo provided of the devices after use shows what appears to be a loss of integrity on the esheath strain relief (possible puncture).